Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in california reported that a bc801 infant nasal mask was found damaged with a hole. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Corrections: section d1: brand name updated to fisher and paykel healthcare. Section d2a: common device name updated to infant nasal mask. Section d4: serial number intentionally left blank as the information is not applicable. Section d4: no lot# or UDI provided as the healthcare facility were unable to provide the subject device details. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject bc801 infant nasal mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the bc801 infant nasal mask was confirmed to have a cut damage on the right side of thte mask. The edges are clean indicating that it has been cut by a sharp instrument such as scissors. A good mask sample was cut on the right side with scissors to replicate the damage. The damage was able to be replicated, and the shape of the damage matches with the damage on the reported mask. Conclusion: based on our knowledge of the product, the cause of the reported malfunction may have occurred due to the end user utilising sharp instruments such as scissors to open the package, resulting in the reported damage. Our user instructions which accompany the flexitrunk nasal CPAP interface state: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in california reported that a bc801 infant nasal mask was found damaged with a hole. There was no patient involvement as the issue was found whilst the device was not in use on a patient.